Event description:
Customer complaint of "lo" results. The customer stated he ran a blood test and meter read "lo". Results in memory; 70mg/dl, 122mg/dl, 222mg/dl, 381mg/dl, 185mg/dl. Customer was unable to read time and date. Customer was unable to confirm when the lo was obtained. The customer confirms that his blood tests are performed fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation indicated no defect found in meter. Most likely underlying root cause of malfunction: test strip problem, user had low glucose value.